Event description:
The reporter indicated that communication with the device was attempted with 3 separate programmers but was unsuccessful (2 rx5000's and 1 rx2000). The magnet test showed beginning of service (bos) behavior. The doctor was going to do an x-ray and then decide whether or not to replace the device.